Event description:
Electric wheelchair faulty. Dealer will not respond, this has been going on for over a year now, it leaves pt in very bad situations. They can not walk at all. They have had to crawl long distances to get out of bad weather etc. They told pt not to call back. This is a big medicare problem.